Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with an unspecified volume of juvéderm® volbella¿ xc by an another injecting healthcare professional and then came to them "complaining of lumps/ bumps on upper and lower lips" which the healthcare professional believes "could be a case of severe granulomas in both the upper and lower lip". Biopsy was not provided.